Event description:
It was still later reported that an x-ray confirmed a lead fracture at the collar bone. The lead was replaced.

Manufacturer narrative:
This event occurred outside the u.s where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. (B)(4).

Manufacturer narrative:
(B)(4).

Event description:
It was reported that the right ventricular lead bipolar pacing impedance was greater than 9999 ohms and a lead warning was triggered for high impedance values. The lead was reprogrammed to the unipolar pacing mode. About two months later, a lead warning for low impedance was triggered, however when the lead impedance was measured on interrogation, it was 387 ohms. The physician chose to leave the lead programmed to unipolar pacing and continue monitoring. It was later reported that the patient experienced twitching of the arm which may indicate possible lead damage since the previous interrogation. A lead revision is scheduled now and the lead remains in use. No patient complications have been reported as a result of this event.